Manufacturer narrative:
The customer reported that the vitrector was not working as expected while using the system. The company representative visited the hospital to discuss the vitrector setup with the staff and found that the system settings appeared to default to the 20g option although the system had the 23g selected. The settings that were used for the case were unknown. There is no further information. There was no reported patient harm. The system was manufactured on december 14, 2009. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrector failed to perform as expected. Additional information has been requested but not received.